Event description:
Caller reported ongoing malfunction alarms occured, but no notable events occurred before the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts arranged to send a replacement pump, informed the caller about training through their tandem source account, and provided instructions for storing and returning the problematic pump. The caller acknowledged and understood all provided instructions. Customer continued to use the pump for insulin therapy.